Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator showed two big sparks about the size of the palm for at least five to ten seconds apart that came out of the communicator and looked like fireworks. The patient did not specify if the sparks came from the communicator power cord or the communicator. A boston scientific company representative informed the patient to return the equipment. The company representative advised to unplug the communicator. No adverse patient effects were reported. The communicator remains in service.